Event description:
It was reported that during a lead revision procedure, the pulse generator exhibited a setscrew anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found excessive medical adhesive inside the hex inset which contributed to the setscrew anomaly.